Event description:
It was reported that the procedure was to treat an un-specified coronary lesion. The balance middleweight guide wire was advanced and placed successfully. During advancement of a non-abbott balloon catheter, resistance was noted with the guide wire, and the balloon could not move over the guide wire. The balloon catheter was removed with resistance noted again. The same balloon catheter was used successfully with new guide wires. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.